Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of hubq0799 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (hubq0799) have been reported from same us facility. Sample not returned for evaluation.

Event description:
It was reported that the physician had a hickman where the nurses flushed the line before placement and there was a tear in the line and extravasation of the flush was noted. Physician reported having had three hickman dl 9 fr catheters that developed tears at the "y" section. The leaking was noticed during flush at the adapter hub. These catheters are being used for chemotherapy in patients with testicular cancer.